Manufacturer narrative:
Date of event was sometime in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and was hospitalized for the event. The cause of peritonitis was unknown. The treatment for peritonitis was unspecified antibiotic(s) (dosage, route and frequency not reported). The patient remained in the hospital for two days, later completing the treatment for peritonitis at home. They had recovered from the reported event. Actions taken with pd therapy were unknown. No additional information is available.